Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements and noise oversensing which led to pacing inhibition and unnecessary shock therapy delivery. Subsequently, the pace/sense portion of the rv lead was surgically abandoned and replaced with a new pacing lead. The shock portion of the rv lead and the device remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the lead reproduced out-of-range pace impedance measurements when connected to the pacing system analyzer. A secure header-lead connection was verified. The shock portion of the rv lead and the device remain in service. No adverse patient effects were reported.